Event description:
The following information was reported: balloon pulled through the sheath. No loss of pressure on balloon and no punctures in the balloon. Access was lost. A hematoma less than 6cm in size was noted immediately. Manual pressure was applied for 25 minutes. The patient was not hospitalized. Stick location: common femoral artery. Vessel size: 6mm. Procedure: peripheral.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1416301) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause of the reported event could not be determined.